Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a non-tortuous and non-calcified left coronary artery. A 2.00mm x 8mm emerge? Balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported, and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device fg emerge otw, us 2.00mm x 8mm was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft and no kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole at 4mm distal to proximal markerband. The bumper tip identified no issues. An attempt was then made to inflate the balloon to 14 atmospheres as per IFU, however, a leak was noted coming from the pinhole at 4mm distal to proximal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a non-tortuous and non-calcified left coronary artery. A 2.00mm x 8mm emerge? Balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device without any patient complications reported, and the patient's status was stable.